Event description:
Per cnf, it was reported that: during product preparation, it was observed that the wire was difficult to insert into the farawave. Although the wire crossed and the device was used as is, it got caught when being advanced and retracted within the left atrium. Therefore, the catheter and wire were replaced and the procedure was completed. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: ablation catheter used: other used: unable to use device attempted. Procedure completed. Different device used (same model). Product return expected: yes.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) warnings section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.